Manufacturer narrative:
This incident has been recorded under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor, handpiece switch, bearing pack, seal, and reciprocating arm failed and were replaced and resolved the reported issue. A definitive root cause cannot be determined. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for annual calibration and maintenance. No patient involvement was noted as a result no harm or delay were reported. At investigation it was noted that the speed was inconsistent on the device. No adverse event was reported. Due diligence is complete. No additional information is available.